Manufacturer narrative:
We were informed that neither the device not the particle are available for evaluation. The lot of the disposable pack is unknown therefore the lot/device manufacturing records could not be reviewed.

Event description:
A report received from a facility in the united kingdom stated that a particle described as "a small piece of opaque plastic" entered the anterior chamber in the patient's eye at the beginning of the procedure. The particle was safely removed however it was not retained for analysis.